Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for negative/ no change trace results of ketone strips . Customer stated she has been on the keto diet for over one month and she is not seeing any change when she tests using the ketone test strips. The package was not open or damaged when received. This was the first time customer has used the product out of the package; customer stated she purchased the ketone test strips on (B)(6) 2021 the test strip lot manufacturer¿s expiration date is 06/26/2022. Customer is using the proper testing technique. Customer declined to perform a urine test during the call. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.